Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) generator to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was placed on an in-house system and was run in normal mode. The units energy activation was halted by error m-02.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) generators energy activation was halted by an error message. A technical support engineer (tse) helped the customer power cycled the iesu multiple times with no success. The customer elected to use another vision side cart (vsc) because the third party generator could not be located. The site continued the procedure with no reported patient injury.